Manufacturer narrative:
The pushwire of the coil is expected to be returned. However the device has not been received. Since the device was not returned, we are unable to perform further root cause analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during the procedure, the axium coil did not detached manually. The release element was completely released, and the pushwire was moved back and forth, but still the coil was not detached. For that reason, it was decided to remove the axium coil from the patient. While retrieving the coil, it detached when the pushwire was pulled about 3cm. The coil was then pushed into the target aneurysm with the aid of a guidewire. The anatomy was severely tortuous and medium size in diameter.